Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis was determined there is a 2 mm difference in size between capstone and adaptix implants, using navigation verified for capstone to implant adaptix interbody would serve as the explanation of the discrepancy observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy during a l4-l5 percutaneous tlif using an adaptix interbody. The surgeon's workflow was to register the guidance system and place the interbody first and then register a second time to place the screws. After the first registration, the disc was prepped, a tlif/dlif inserter was used to place the adaptix interbody with knowledge of the difference in implant length. The interbody was not in the software so a capstone tool card was used. The interbody was shown to be 2-3 mm deeper than the image on the c-arm. The surgeon aborted the use of the guidance system and placed the interbody using the c-arm. The patient's hip positioners allowed for more flexion and instability in the spine than normally seen and it was possible the patient's anatomy moved after registration. The inaccuracy was unable to be replicated during a demo case. There was patient harm and the procedure was delayed less than an hour.